Manufacturer narrative:
DHR/fi noted: review of sterilization and seal strength records related did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable.

Event description:
Health professional reported right side ¿seroma,¿ and ¿capsular contracture,¿ baker grade iii. Treatment of ¿puncture¿ and ¿elastic bandage pressure¿ was provided. Healthcare professional reported "ulcer occurred due to the infection", "infection, discharging of pus", "explanted because the implant exposure also was confirmed". The device has been explanted.

Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through 410 psr on 18/apr/2016 and 17/apr/2017. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma, capsular contracture baker grade iii, exposure, infection (late onset) and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma, capsular contracture baker grade iii

Event description:
Health professional reported right side ¿seroma,¿ and ¿capsular contracture,¿ baker grade iii. Treatment of ¿puncture¿ and ¿elastic bandage pressure¿ was provided. Healthcare professional reported "ulcer occurred due to the infection", "infection, discharging of pus", "explanted because the implant exposure also was confirmed". The device has been explanted.